Manufacturer narrative:
(B)(4). The product analysis indicates that 1 un-sealed sample; part number 8229307, from lot number 0209401692 was received. There was evidence of biological contaminants based off of the reactivity with hydrogen peroxide. The malfunction may occur from over manipulation/bending. When compared to the assembly drawing, the red with clear band electrode wire was out of its lumen, bent and puncturing through the approximate center of the cuff, which would have resulted in the reported event. In addition, both red wires showed minor bends around the blue band. The bulk of the biological contaminants were in line with the bent wire and punctured cuff. The emg tubes final assembly visual assembly instructions, instruct the assembler not to bend the tube during wire (electrode) insertion and to verify 100% that the cuff stays inflated after harnessing. The instructions also state, ¿visually verify that all four electrode wires do not poke through sides of lumen, main tube shaft, cuff, or through sides of lumens including under the cuff.¿ the packaging (pouch) showed no definitive evidence that would suggest shipping and handling damage. The complaint was confirmed for the allege d malfunction. The customer indicated the electrode wire had a little deformation when opening package, however the extent of the reported ¿as received¿ damage cannot be determined. The extent of the damage observed during the analysis would have been immediately noticeable prior to use through visual means and functional tests indicated in the instructions for use. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
The sales rep reported that the emg endotracheal tube was checked prior to the thyroid procedure. A deformation was noted when opening the package. The tube was used for the procedure. During intubation, the balloon could not be inflated. It was discovered that the wire was out of the lumen and had punctured the cuff. A replacement tube was used to continue the procedure. There was no injury reported as a result of this event.